Event description:
The facility stated a collamer lens model cc4204bf was damaged and was uncertain if there was pt contact. It was indicated that the contact was unble to obtain any more info regarding this complaint. It is unk if there was a pt event or product malfunction. No further details at this time.